Event description:
It was reported that the patient was having an increased pain when stimulation was on and occasional overstimulation. Additionally, the patient was having pain at the implantable pulse generator (ipg) site. The patient underwent an explant procedure. The patient was doing well. The explanted device was discarded by the medical facility.